Event description:
Hillrom received a report from a customer stating the power cord had a short and burnt the wall. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was returned, and the power cord was analyzed by st. Paul engineering. The power cord was found to be extensively damaged by an animal. No evidence of fire or sparking was found. Plastic damage appeared to be caused by chewing and there were no areas where melting was observed. The connector terminals did not have any black marks that are normally associated with shorted power cords. The volara¿ system, model pvl1 is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with oxygen supply. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. The power cord was replaced to resolve the reported event. Based on this information, no further action is required.